Manufacturer narrative:
This is an initial report linked to the patient not following post operative care instructions. If more information is provided that changes the outcome of the investigation a follow-up report will be filed.

Event description:
Surgeon informed me (B)(6) 2021, lunch appointment. Implant on the second digit disconnected, he addressed the issue in clinic (post op). He used a numbing agent and reinserted the hammertoe implant to connect. No revision surgery, this event did not occur during surgery.